Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable.

Event description:
[Summary] the inner-sheath was not completely come out from the outer-sheath. [Description / sequence of events] on (B)(6) 2017: delivery system of relay plus was inserted into the body, and deployment grip was pushed forward until it reached handle body mark on the delivery system with controller position in 1. Even though deployment grip reached handle body mark, the inner-sheath was not fully advanced out of the outer-sheath. It was confirmed before deploying the stent-graft. Controller position was turned 2 in order to deploy the stent-graft, so its position was turned back to 1, and deployment grip was pushed forward again. Finally, the inner-sheath was completely advanced out of the outer-sheath. Further operation was completed without any problems. Physician's comment: the inner-sheath should be fully come out from the outer-sheath when grip reaches to body mark. Double-check under fluoroscopic observation is necessary to ensure the inner-sheath being fully advanced out before deploying the stent-graft.